Manufacturer narrative:
The device was received for evaluation. During functional testing while running a set on the pump, a downstream occlusion alarm occurred which were verified through a review of the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment tubing guide. The tubing guide requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during testing at the biomed service department. There was no patient involvement. No additional information is available.